Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. A 30 minutes into the patient¿s treatment, it was noted that the machine defaulted to a uf goal of 3000 and treatment time of 3 hours. The biomed stated that the machine was manually adjusted back to the original settings using the up/down arrows to adjust the uf goal and treatment time. The uf was not turned off at all during treatment. The up/down arrow keys were used to program the initial setting. The patient was able to successfully complete treatment on the machine and the correct amount of fluid was removed from the patient at the end of treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the biomed, the machine was returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review and investigation of the device manufacturing records was could not be performed without a serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.